Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer did bolus with the insulin pump to correct the high readings. The customer declined to troubleshoot for their blood glucose. Customer's parent stated customer was off the insulin pump for 3 hours and that caused the high blood glucose. Customer dropped the insulin pump, the screen was shattered and cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken off end cap.